Event description:
It was further reported that adjudication indicates stent thrombosis occurred.

Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR:  it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis, a length of 10 mm, and a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.50x12mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was expired due to cardiac arrest. The cause of death was heart attack from natural causes.

Manufacturer narrative:
(B)(4).